Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a non-union of a right hip fracture occurred which resulted in a revision surgery on (B)(6) 2014. A condylar plate was removed as it had broken at the angle. Six screws which were reported to be in intact condition were also removed. A new condylar plate was implanted in the patient. Original surgery was due to a proximal femur fracture resulting from a road accident. The revision surgery was successfully completed with no time delay. No other information is available at this time. This is report 1 of 1 for (B)(4).